Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy ((B)(6)), carpal tunnel decompression ((B)(6)), miscarriage, endometrial ablation and abnormal weight gain. Essure confirmation test was total bilateral occlusion and the date on which received the results was (B)(6) 2011. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included cystoscopy, endometriosis, nabothian cyst, chronic cervicitis, endocervical squamous metaplasia, grand multiparity, fibromyalgia, urinary tract infection, dyspnea, bacterial vaginosis and anemia. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy & cystoscopy on (B)(6) 2011 and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during insertion, on the right side, we saw 3 to 4 coils trailing off into the endometrial cavity. 5 to 6 coils were seen after the left essure micro insert was placed satisfactorily. Patient did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Ultrasound breast - on (B)(6) 2011: result: palpated abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: severe pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs & mr received: reporter information, patient demography, device lot no., lab data, medical history, concomitant drugs, new events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue were added. Event outcome for pelvic pain, abnormal bleeding (vaginal, menorrhagia), fatigue, abdominal pain & cramping were updated as recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy (2008), carpal tunnel decompression (2005), miscarriage, endometrial ablation and abnormal weight gain. Essure confirmation test was total bilateral occlusion and the date on which received the results was may2011. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included cystoscopy, endometriosis, nabothian cyst, chronic cervicitis, endocervical squamous metaplasia, grand multiparity, fibromyalgia, urinary tract infection, dyspnea, bacterial vaginosis and anemia. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and oral contraceptive nos. On(B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy & cystoscopy on(B)(6) 2011 and ablation). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during insertion, on the right side, we saw 3 to 4 coils trailing off into the endometrial cavity. 5 to 6 coils were seen after the left essure micro insert was placed satisfactorily patient did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Ultrasound breast - on (B)(6)2011: result: palpated abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: severe pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.